Event description:
Deployed angioseal to the right femoral artery post procedure. After the deployment piece was removed, the staff immediately recognized the seal did not work. Pt had oozing at the right groin femoral site. A femostop was applied and the bleeding stopped. Manual pressure was held for 30 minutes and a large pressure dressing was applied to the catheterization site. Pt was taken to the holding area without hematoma or complaints. No adverse outcomes. Cardiac catheterization lab manager stated, the pt "wiggled a lot" which may of contributed to a loosened angioseal.